Event description:
It was reported that a shaft break occurred. A 1.50mm x 12mm emerge balloon catheter was advanced to dilate the target lesion. However, the emerge device broke inside the patient. The device was removed completely from the patient and the procedure was successfully completed with another emerge balloon catheter. There were no patient complications.

Manufacturer narrative:
Device returned to manufacturer: the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 79.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that a shaft break occurred. A 1.50mm x 12mm emerge balloon catheter was advanced to dilate the target lesion. However, the emerge device broke inside the patient. The device was removed completely from the patient and the procedure was successfully completed with another emerge balloon catheter. There were no patient complications.